Event description:
It was reported that an asymptomatic patient presented in the or for normal eri device change out. Externalized conductors were observed via fluoroscopy between the rv and svc coils. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.